Event description:
The affiliate reported the customer stated less than twenty (20) milliliters of diluent leaked from the needle and was contained within the instrument, involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced a broken piercing needle and cleaned and lubricated the bellows air cylinder to resolve the issue. The fse performed system startup, controls, and monitored samples analysis; all results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).